Manufacturer narrative:
(B)(4). Date sent: 10/27/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the first photo shows a piece of tissue what appears to be damaged. In addition, no malformed staples could be observed. Based on the photo reviewed, the event describe of incomplete donuts is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2020. H6: gastrointestinal system (e10). Additional information was requested, and the following was received: what healthcare professional fired the device and what is his/her experience with the device? The resident - previously fired circular staplers. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? Difficulty squeezing handle. What confirmation was received that the device completed the firing sequence? Amith reddy reported completed fire, crack heard. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 3/4. To insure that the anvil was free of tissue, was the device rotated 90 degrees in both directions prior to fishtailing out? Yes. Was there any difficulty removing the device? Yes, device was stuck. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Yes, see previously provided photos. Only one distal bowel donut. Were there any issues noted with staple formation? If so, please describe the shape and location. Yes staples were not in b formation, not closed all the way. Obvious break in staple line where bowel was not anastomosed. Was a leak test performed? If so, what type and what was the result? Yes fluid and endoscopic flex sigmoidoscopy with air. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? Air bubbles and visual inspection. How was the leak addressed? Handsewn anastomosis performed and patient diverted to a colostomy.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. D4: batch # t5ed80. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to difficult to removed open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? How many counter-clockwise revolutions of the adjusting knob were used to open the device? To insure that the anvil was free of tissue, was the device rotated 90 degrees in both directions prior to fishtailing out? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic sigmoid colectomy / flex sigmoidoscopy, the ecs29a manual circular stapler had misfired. They prepared the distal and proximal bowel, created a colostomy and inserted the ancillary trocar, she removed ancillary trocar, secured bowel with vloc and had no difficulty meeting the anvil and stapler. She noticed no bunching of tissue. Resident dialed the orange indicator into the green tissue compression zone, removed the safety, and fired the device noticing slight resistance. He then turned the adjusting knob counterclockwise "3 quarter turns" and attempted to remove the device and the device would not remove. He turned the dial another quarter turn and with difficulty was able to remove the device. The anastomosis was examined, and the staple line was determined not to be intact and only one donut was found in the device. The bowel was them trimmed distally to the mesenteric defect and the rectum was transected in preparation for another attempt with a cdh29a. Rep arrived in the room as anvil of cdh29a was placed in the proximal bowel. Resident inserted stapler into anus with trocar retracted, advanced to rectal transection, ensured placement and then advanced trocar to puncture bowel. Surgeon met anvil with trocar, ensured tissue placement and device was closed and compression applied. Orange indicator was within the green zone of tissue compression scale. Resident removed the safety and fired. Adjustment knob was turned 3/4 turn and resident attempted to remove device and device would not remove again. After turning the adjusting knob another 1/4 turn surgeon was able to remove the device with resistance and difficulty. The second anastomosis was examined and determined to be not intact. Only one donut was found in the device and bowel failed leak test. Decision was made to hand sew bowel, divert and convert to an open procedure with ostomy placement. An additional rep arrived shortly after second misfiring and remained for the rest of case. Two total misfiring¿s during case one with ecs29a and one with cdh29a. After the case the surgeon examined the removed anastomosis from first firing and stated, "the tissue feels thickened". Anastomosis site for second firing the "bowel felt normal with no thickening. The procedure was delayed by one hundred and twenty minutes.